Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR. ID#: 2134265-2011-00564. (B)(6). It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction. The patient presented due to unstable angina (braunwald class iiib). Cardiac catheterization revealed 2 target lesions. The first was a 70% stenosed and 8mm long lesion located in the distal right coronary artery (rca) with a reference vessel diameter of 4.0mm. It was treated with direct stenting using a 4.0x20mm taxus liberte stent followed by post dilation resulting in 0% residual stenosis. The second was a 70% stenosed and 8mm long lesion located in the proximal rca with a reference vessel diameter of 5.0mm. It was treated with direct stenting using a 4.0x20mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The same day post procedure, the patient developed chest pain and was placed on IV nitroglycerin. Cardiac enzymes were consistent with a myocardial infarction (peak ckmb= 11.9 ng/ml, uln= 5.0 ng/ml; peak troponin= 4.01ng/ml, uln= 0.20). The next day, a 2d echo was performed which suggested a "left atrial clot or mass of unknown etiology". One day after that, a transesophageal echo revealed "1.5 x 2.3 elongated lateral left atrial density within the wall of the left atrium". Prasugrel was discontinued with plans to have a repeat transesophageal echo in three months. The patient was discharged 6 days post index procedure with plans to restart prasugrel the next day. It was the opinion of the physician that this event is unrelated to the taxus liberte stents.